Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure occurred. This investigation is ongoing.

Manufacturer narrative:
It was reported that a battery failure occurred. A philips authorized service provider (asp) went onsite and replaced the battery to resolve the reported issue. The philips asp replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.